Manufacturer narrative:
The force bipolar instrument used during this event was not received for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted ventral transabdominal prepritoneal (tapp) hernia repair procedure, the jaws of a force bipolar instrument were stuck closed while grasping tissue. At the time of the event, the force bipolar instrument was engaged on universal surgical manipulator #2. The customer attempted to use the instrument release key (irk) to open the jaws; however, it was unsuccessful. Subsequently, the surgeon ripped the tissue to remove the instrument. It was reported that a backup instrument worked as expected and the procedure was being completed as planned. The following information is unknown: what specific tissue was involved with the reported event and if any surgical interventions were performed as a result of the complication. During follow-up, the surgeon indicated the requested information was not available.